Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a service visit, a search for similar complaints, and a review of labeling. An abbott field service engineer found the instrument running within specifications. A review of the instrument logs was performed. The result log confirmed the stat troponin-I results generated for sample identification (sid) (B)(4). The maintenance history log revealed daily maintenance was performed and passed before processing of patient samples. No errors were generated in association to this particular patient sample in the liquid level sense (lls), message history, and pressure monitoring (pm) logs. Based upon the information provided in the instrument logs, no product deficiency was found. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequated. Based on the available information, no product deficiency was found.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated troponin result for one patient sample. The analyzer generated an initial troponin result of >50, and a repeat troponin result of 0.088. The same tube was automatically run due to the reflex rule. The falsely elevated troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Patient event problem (B)(4) no consequences or impact to patient device event problem (B)(4) false positive result the follow-up report will be submitted when the evaluation is complete.